Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not returned to edwards for evaluation. Pathology reported that they did not receive the device and only received tissue. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the device was explanted at implant due to over-sizing. Subsequently, atrioventricular dissociation was identified and treated. Based on the information received operational technique and patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a 27mm mitral valve was explanted at implant. Through follow up with the health care provider, it was learned a 25mm mitral pericardial valve was used as a replacement but the operative was complicated by &#61524;atrioventricular dissociation and rupture requiring removal of the prosthesis and reimplantation of a new prosthesis with repair of the atrioventricular disruption. The av disruption was repaired with a bovine pericardial patch and she was then implanted with a 25mm non-edwards mechanical mitral since there was not another 25mm mitral pericardial valve. The operative note states &#62728;e intraoperative expiration demonstrated heavily calcified [native] mitral valve leaflets with very friable mitral valve annulus. The patient underwent tricuspid valve repair and mitral valve replacement during the procedure. A 26mm non-edwards ring was implanted into the tricuspid position. Patient was taken to the intensive care unit in relatively stable condition. Patient's bleeding was reported to be under control and to have stable hemodynamics. The surgeon provided the following pre-operative assessment: &#62728; is a (B)(6) female with severe mitral stenosis, severe tricuspid regurgitation, severe pulmonary hypertension, admitted with atrial fibrillation with rapid ventricular response status post cardioversion, cardiogenic shock, anemia and low hemoglobin secondary to bleeding hemorrhoids. I think that the patient active problems including possible gi bleeding, possible sepsis, and uncontrolled atrial fibrillation has to be well controlled for planning mitral valve replacement.&#63520;through follow up with the healthcare provider it was learned the patient has expired on post-op day eleven (11).